Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: sep 9, 2010. Expiration date: sep 1, 2020. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric femoral fracture on (B)(6) 2017 the surgeon used an extraction screw because he inserted the proximal femoral nail antirotation (pfna) blade too far. Although he turned the handle counterclockwise, it spun around and moreover he couldn¿t turn it clockwise. The surgeon replaced the blade with another one and completed surgery. After surgery, he checked the blade. Although extract screw didn¿t turn clockwise, it locked with the wrench with no problem. There was no patient harm and no other medical intervention was required. There was a surgical prolongation of five (5) minutes reported. The surgical outcome is not available for reporting. Concomitant medical products: 1x unknown wrench. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the device has abraded color on both flanks of the body sleeve. There are striations marks all over the device. One of the four helix blades shows damage at its run-in. All present wear and damages were caused post manufacturing during surgery. The device passed successfully the performed functional test according the actual surgical technique for pfna-ii proximal femoral nail anti-rotation nevertheless of the present damages. The blade could be locked and unlocked as foreseen; the reported problem could not be reproduced. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. We are not able to determine the root cause for this complaint referring to the given event description but we conclude that the cause of the reported failure is not due to any manufacturing non-conformances. No product related nonconformance was detected. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: the date of event is known and was correctly populated in initial medwatch report (B)(4) as (B)(6) 2017; however the narrative in the initial medwatch stated the date was unknown in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.